Event description:
It was reported that catheter detachment and patient death occurred. The 15mm long target lesion was located in the non-tortuous and severely calcified first diagonal artery. After a non-boston scientific stent was implanted, an opticross hd imaging catheter was introduced but resistance was encountered advancing through the lesion. When an attempt was made to remove the catheter, the device became stuck. The proximal and distal edges of the stent were not well apposed to the vessel wall and the distal portion of the lesion was calcified and narrow. Several bailout attempts were made using an 0.018 inch guidewire and a guide extension catheter but eventually the catheter could not be pushed and deformation was observed at the proximal edge of the stent. In order to reduce the risk of catheter separation, the catheter was crossed with a snare as far as possible, but the catheter separated and approximately 25cm of the device remained in the body. The detached fragment was removed by surgery, however, post procedure the patient died.

Event description:
It was reported that catheter detachment and patient death occurred. The 15mm long target lesion was located in the non-tortuous and severely calcified first diagonal artery. After a non-boston scientific stent was implanted, an opticross hd imaging catheter was introduced but resistance was encountered advancing through the lesion. When an attempt was made to remove the catheter, the device became stuck. The proximal and distal edges of the stent were not well apposed to the vessel wall and the distal portion of the lesion was calcified and narrow. Several bailout attempts were made using an 0.018 inch guidewire and a guide extension catheter but eventually the catheter could not be pushed and deformation was observed at the proximal edge of the stent. In order to reduce the risk of catheter separation, the catheter was crossed with a snare as far as possible, but the catheter separated and approximately 25cm of the device remained in the body. The detached fragment was removed by surgery, however, post procedure the patient died. It was further reported that since it was difficult to perform catheter treatment and there was a possibility that thrombosis could be induced by the catheter fragment, urgent bypass surgery and procedure to remove the detached portion of the catheter were performed. These were completed successfully, however, hematoma was observed at the puncture sites of both legs. The next morning, hemodynamic breakdown with a sudden drop in blood pressure occurred, so the patient was returned to the intensive care unit where they died. The cause of death was hemodynamic breakdown by sudden drop in blood pressure due to the groin hematoma. No autopsy was performed.

Event description:
It was reported that catheter detachment and patient death occurred. The 15mm long target lesion was located in the non-tortuous and severely calcified first diagonal artery. After a non-boston scientific stent was implanted, an opticross hd imaging catheter was introduced but resistance was encountered advancing through the lesion. When an attempt was made to remove the catheter, the device became stuck. The proximal and distal edges of the stent were not well apposed to the vessel wall and the distal portion of the lesion was calcified and narrow. Several bailout attempts were made using an 0.018 inch guidewire and a guide extension catheter but eventually the catheter could not be pushed and deformation was observed at the proximal edge of the stent. In order to reduce the risk of catheter separation, the catheter was crossed with a snare as far as possible, but the catheter separated and approximately 25cm of the device remained in the body. The detached fragment was removed by surgery, however, post procedure the patient died.